Event description:
The customer received questionable ion selective electrode (ise) sodium results on their modular core analyzer. The customer provided data for four patients of which one patient had discrepant results reported outside the laboratory. The patient's initial sodium result was 146 mmol/l. The customer repeated the sample on another modular core (serial number (B)(4)). The repeat result was 136 mmol/l. Both tests were performed on serum samples. The customer believed the repeat result to be correct and it was issued as a corrected report. The patient was not adversely affected by this event. The sodium electrode lot number was k05 and the expiration date was (B)(6) 2012. The field service representative could not determine the cause of this event. He performed an ise check and a precision test. For verification, diagnostics were performed.

Manufacturer narrative:
Further investigation could not determine a specific root cause. It was noted since replacement of the ise syringe, the ise module continued to operate normally. It was assumed that some air bubbles coming from the syringe were disturbing the ise measuring channel and the problem was solved by the replacement of this syringe. No patients were adversely affected.